Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.133 vs. An expected result = 0.014 ng/ml ) from a single patient sample processed on the vitros eci system. The higher than expected patient result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the sample was retested the following day using the same vitros eci system. The retest result was believed to be true. No corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es patient result was obtained while using the vitros eci system. There is no evidence that an instrument related issue contributed to the event. The investigation could not determine a definitive root cause. However, a sample processing issue or a reagent related issue cannot be ruled out as potential contributing factors.